Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. The pulse generator was returned for evaluaiton 6.5 years after the field event.

Event description:
It was reported that during implant the pulse generator exhibited no output. The device was not implanted.